Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that connected IV extension set tubing two patients IV blood began to spurt at the site where the clave was attached.